Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the mildly tortuous femoral artery, a 5.0mm x 80mm x 90cm armada 18 otw balloon dilatation catheter (bdc) was advanced to the lesion without resistance. When inflating the bdc to 8 atmospheres, it lost pressure and contrast was noted to be leaking at the hub. The armada 18 was able to be deflated without difficulty and withdrawn without resistance. Another unspecified bdc was used to perform angioplasty. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) performed an investigation for the reported leak at the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found one similar incident from this lot. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) performed an investigation for the reported leak at the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found one similar incident from this lot. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.